Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 500 mg/dl and the sensor glucose reading was 176 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. Customer declined troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm or battery power loss alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.